Event description:
It was reported that during device changeout for normal eri, externalized conductors were observed just proximal to rv coil. No electrical abnormalities. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.